Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 01/16/2015 with the following findings: the pump display screen was observed to be dim and discolored with a pinkish coloration. Unrelated to the display screen issue, the keypad rubber was observed to be thinning; the keypad was removed and no evidence of contamination was observed on the key contacts. (B)(6).

Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that the display screen was faded and discolored. This report is made based on the results of evaluation completed 01/16/2015.